Event description:
It was reported that the intraocular lens (iol) that was fully implanted and was then removed during the initial surgery as the lens was nicked when being rotated. The lens had to be cut out, the incision enlarged and a vitrectomy performed. Further, it was reported that the event was attributed to a use error. Another lens was implanted successfully. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received cut into halves. Cracks, surface scratches and surface residuals (fiber/particles) were observed, whereby the condition is consistent with a lens that was removed from the patient's eye. The customer had reported that the event was attributed to use error. Due the condition of the lens only visual inspection was performed. The manufacturing record review indicated that all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.